Event description:
It was reported that pump displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, who provided pump reset instructions and assisted with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.